Manufacturer narrative:
Device evaluations of battery packs sn (B)(4) have been completed. The reported problem (does not power monitor) was confirmed. As received, the battery packs were non-functional when placed in a charger and monitor. Upon evaluation of battery pack sn (B)(4), there was contamination on the pca board and battery cells. Upon evaluation of battery pack sn (B)(4), the f1 fuse was open. The cause of the inability to power the monitor is the contamination and open fuse. The root cause of the contamination is liquid ingress of an unknown contaminant. The cause of the open fuse is excessive current. The root cause of the excessive current cannot be positively identified. No adverse event resulted from the defective battery packs.

Event description:
A us distributor contacted zoll to report that a patient's battery packs were not able to power a monitor or charge.